Event description:
It was reported that multiple episodes of non-sustained lead noise were observed. Lead replacement and ICD upgrade were considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.